Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient started antibiotics with elobact® due to a driveline infection. Cultures were positive for anaerococcus vaginalis and actinomyces europaeus. On (B)(6) 2017, the patient was admitted to the hospital due to a progression of the infection. Antibiotics were changed to metronidazol and levofloxacin. On (B)(6) 2017, a CT scan showed no signs of a driveline infection, and blood cultures were negative. On (B)(6) 2017, the patient was discharged from the hospital. Further antibiotics were recommended. On (B)(6) 2017, the driveline was reported to be in order and antibiotics were stopped. On (B)(6) 2017, the patient again showed signs of a driveline infection. On (B)(6) 2017, the patient¿s white blood cell count was 12.16 tsd/microliter and c-reactive protein level was 22 mg/l. Cultures were positive for anaerococcus murdochii and peptonophilus harei. Antibiotics with metronidazole and levofloxacin were started. On (B)(6) 2017, the driveline exit site was dry and no signs of infection were reported. Antibiotics were stopped. On (B)(6) 2017, the patient¿s white blood cell count was 10.47 tsd/microliter and c-reactive protein level was 14 mg/l. No additional information was provided.